Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: a review of the pump¿s black box shows multiple call service 064 alarms with high force occurring due to an occlusion during prime. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. The original complaint of a call service alarm issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [064] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.